Event description:
I am having a bad skin reaction to the dexcom g7 continuous glucose monitoring. I have giant patches on both arms that are painful, itchy, and spreading. They likely changed their adhesive when they tried to get 15 day approval. I'm in a lot of pain and have tried steroid creams but the areas are not improving. I rely on the continuous glucose monitoring and don't have any option but to keep using it despite the very uncomfortable pain.